Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
An implantable pulse generator (ipg) system was returned to the manufacturer from a funeral home with no information. Further review of the manufacturer&#38112;database indicated the patient died approximately seven months after device system implanted/replaced. Follow up revealed the patient had been seen for a routine visit one week prior to their death. No problems were noted with the device system at that time. Follow up also revealed the cause of death was septic shock. The source of the sepsis was unable to be obtained.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the proximal portion of the lead was returned. Visual summary analysis of the lead was performed and anomalies were found. Visual summary analysis of the lead indicated apparent explant damage.